Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device was returned stuck inside the microcatheter. The stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be partially deployed. The stent was found to be deformed. The stent introducer sheath was not returned for analysis. The microcatheter tip was damaged. During functional inspection the sdw was stuck and could not be advanced or withdrawn from the microcatheter; as a result, the stent could not be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported defect was confirmed based on analysis of the device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported the patient had an aneurysm in middle carotid artery (mca). During the surgery, after the guiding catheter was delivered into position, the physician used a guidewire in conjunction with a microcatheter for super selective placement and accessed the aneurysm with the same combination. The physician selected a stent but found that it could not be advanced into the microcatheter during delivery. Partial deployment of the stent occurred at the position of the introducing sheath. Subsequently, another stent was used, but this stent could not be deployed from the microcatheter. Therefore, the physician removed both the stent and the microcatheter, replaced them with a new microcatheter, and successfully delivered and deployed a new stent into position. The patient reported no discomfort and was in good condition. The stent could be partially pushed out of microcatheter and then got stuck additional information provided by the customer indicated that the device was prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis, and it was noted the stent was returned stuck inside the microcatheter. The sdw was found to be kinked/bent. The stent was found to be partially deployed. The stent was found to be deformed. Based on a review of all available information and the analysis of the returned device it is possible that the stent was damaged during transfer causing the difficulties in deploying the stent. The as reported events: ¿stent failed/unable to deploy' and 'stent partial deployment' as well as the as analyzed events: 'stent partial deployment', 'stent deformed', 'stent failed/unable to deploy' and 'sdw kinked/bent' will be assigned procedural factors as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and anatomical factors during use, the product performance was limited.

Event description:
It was reported that during aneurysm procedure in the middle carotid artery (mca), first the operator delivered a guide catheter to the target site. Next, the operator delivered a guidewire along with the microcatheter for superselective placement and accessed the aneurysm. The operator selected a stent but it could not be advanced into the microcatheter during delivery. Partial deployment of the stent occurred at the position of the introducing sheath. Subsequently, a subject stent was used, but the stent could only be partially deployed from the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.